Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00411 on 17-sep-2024. Additional information 18-oct-2024: siemens evaluated this issue and provided the following conclusion: siemens reviewed the data provided. The water test provided shows values that are in the acceptable range, but they are elevated for the sample probe. Sample probe cps: 987.4 - 788.8 (substrate only) = 198.7 (value should be < 200). This result is an indication of a potential contamination; therefore, siemens recommended a full decontamination of the system and probe cleaning of the sample probe. Siemens reviewed the spy files and found no evidence of bubbles or issues with sample or reagent dispensing. The customer service engineer (cse) checked the instrument lines, syringes, and drd's and no air was found in the lines. The cse ran another patient sample three times on another assay and the results were similar, no repeatability issues were observed. The customer is operational, and the reported issue is resolved by routine troubleshooting. The immulite 2000 hcg kit lot: 481 is performing as intended. The quality controls were in range at the time of the event and the observation of discordant results was only reported for a single patient. An assay issue is not indicated. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report discordant hcg results that were obtained on a patient sample on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges and the adjustment was valid at the time of the event. Siemens provided recommended instructions for troubleshooting erratic result issues. The customer performed a water test. The limitations section of the immulite 2000 hcg instructions for use (IFU) states: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported the observation of discordant hcg results obtained on a patient sample on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat results were not reported. It is unknown which result is correct. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.